Manufacturer narrative:
The report of thrombus was confirmed upon evaluation of the returned left ventricular assist device (lvad). The device was returned assembled with the driveline cut approximately 6¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section and inlet elbow) was returned detached from the pump's inlet port. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the device upon disassembly revealed a flat, non-laminated, tissue-like deposition on the body of the rotor. An area of this deposition was hard and denatured, indicating that it was present while the device was supporting the patient but may have originally formed elsewhere. The texture of this deposition suggests that the explanted pump was treated with a fixative agent (e.g. Formaldehyde or glutaraldehyde) before being returned for evaluation. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, the deposition could have contributed to the patient¿s elevated lactate dehydrogenase (ldh). Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported by the hospital personnel that the patient was found to be anemic on (B)(6) 2014, and was readmitted due to elevated lactate dehydrogenase (ldh) levels on (B)(6) 2014. The patient's echocardiogram (echo) at the day of discharge showed a closed atrioventricular (av) valve and a moderately dilated left ventricle. The patient was discharged on (B)(6) 2014. It was also reported that the patient received a heart transplant on (B)(6) 2014.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was moved to status 1a for a heart transplant due to "vad dysfunction", lactate dehydrogenase (ldh) in the 2000s.